Manufacturer narrative:
Lot review: a review of lot 3273249 showed that (B)(4) units were manufactured, tested, inspected and released in june of 2016, citing no exception documents. Visual inspection: received two (2) used mc100-gr, microclave® clear connector w/green ring; reported lot# 3273249. One mc-100-gr empty pkg and a 20g x 1.0 in. Safestep huber needle set ref lh-0032. Functional testing: both used mc100-gr microclave were visually inspected and there were no visual anomalies or damage observed. Both used mc100-gr microclave were connected to the female luer of the new safestep huber needle set and pressure leak tested. No leakage was observed at the microclave or the connection to the new safestep huber needle set. Final analysis summary: the two used mc100-gr microclave assemblies were connected to and tested with the new safestep huber needle set. There was no leakage noted at the connection site or with either of the two mc100-gr microclave assemblies. Unable to confirm complaint since the actual safestep huber needle that was used was not returned for investigation. ICU medical will monitor and trend.

Event description:
Complaint received regarding the microclave clear leaked on (B)(6) 2017 when they were hooked up to a port on the same patient. Patient was receiving chemotherapy but was being flushed with saline when the leak occurred. Unprotected chemo exposure during saline flush and delay in therapy reported but no adverse patient consequences reported.